Manufacturer narrative:
Depuy synthes spine has requested return of the rod holder for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Manufacturer narrative:
The complaint was reopened with receipt of the device. Visual inspection found that the distal most portion of the tip was broken off from the instrument. The broken piece was not returned for evaluation. The instrument has seen heavy usage as noted by the substantial markings along the shaft. In the tip region it appears that the instrument was subjected to impact with an unidentified object(s). In the fractured region, under 40 x magnification, there was metal deformation likely caused by impact with an unidentified object creating a concentrated stress region. Review of the device history record found the lot met specification requirements when released to stock in june 2008. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports the tip of the viper2 rod holder was found to be broken during returned loaner kit inspection. It is not known when/where tip breakage occurred.

Manufacturer narrative:
No conclusions can be made as the rod holder was not returned for evaluation. Review of the device history record found the lot met specification requirements when released to. It is not known when/where/how tip breakage occurred. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.